Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6. H3: the revision reported was likely the result of tibial insert and patellar prosthesis wear. Possible causes for polyethylene wear include malalignment between the femoral component and the tibial insert, high contract stress during knee flexion, third body wear, patient-related conditions, inclusion of the polyethylene in the packaging recall with the insert being packaged for over five years prior to implantation, or any combination of these possibilities.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 02-010-03-0350 - logic cr femoral cem, right, sz 5. (B)(6), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t.

Event description:
As reported, approximately 8 years and 6 months post the initial right total knee arthroplasty, the patient reported back to the surgeon's office with complaints of stiffness, pain, and dissatisfaction with their right total knee. The patient was revised and underwent a tibial poly implant swap and patella implant swap. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Photos provided show wear of the polyethylene insert and patella. The product is not returning as it was discarded by the hospital.